Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the surgeon got an excessive load alarm on the first three firings once entered the firing sequence. The user held down to compress tissue for 30 seconds and was able to complete the firing. The tissue was not extremely thick. The user swapped out the adapter after the three firings and the last three firings were fine with no alarm. There was no patient injury.